Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced but resistance was felt upon delivery inside the guiding catheter. When the device was taken out of the body, some struts became flared. The procedure was completed with another of the same device. No patient complications were reported.